Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was not suspended, and they received guidance from technical support on preventing altitude alarms. The caller understood the instructions and was able to resume insulin delivery using the original cartridge without needing replacement.